Manufacturer narrative:
No device and no medical records have been made available to the manufacturer. As the lot number for the device was unable to be provided, a review of the device history records could not be performed. Based on the three filter images provided, a meridian filter successfully retrieved, a detached filter arm and a detached filter leg prior to filter retrieval and the two detached filter limbs remaining in the ivc can be confirmed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Facility discarded.

Event description:
It was reported that approximately three years post vena cava filter deployment, during a scheduled filter retrieval procedure, two filter legs were discovered to be embedded in the ivc. The filter was successfully captured and retrieved with a snare. No attempt was made to retrieve the detached filter legs. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: based on the image review, limb detachment can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.